Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient involvement. According to the information provided by the technician, the pressure transducer test, o2 sensor test and flow transducer test failed. The expiratory channel printed circuit board (pcb) was replaced and the issue with o2 sensor test and flow transducer test failures were resolved. The issue with pressure transducer test failure was resolved by replacing monitoring pcb. The issue has been decided to be reported based on available information (no logs or no information about faulty part at the time of taking the decision was available), as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to expiratory channel pcb and monitoring pcb. The problems such as the one described here are not safety related. The evaluation of received device's logs confirms occurrence of reported test failures. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.